Manufacturer narrative:
The patient's age at time of event or dob and weight are unknown. This information was not available from the facility. Lab analysis confirmed the strain relief detached from the hub. Recurrence of the malfunction could result in the balloon unable to deflate, vessel obstruction, possible limb ischemia, or require surgical intervention. No patient injury reported. Patient information regarding relevant test or laboratory data is unknown. This information was not available from the facility. (B)(4). No PMA/510(k) number listed. Pn-2105-5040 is only sold in (B)(4). The angiosculpt device was returned for evaluation. Visual inspection found the santoprene tip from the packaging hoop stuck on the strain relief. The strain relief detached from the hub with evidence of adhesive residue. The user failed to follow instructions. The IFU clearly states, prior to use of the angiosculpt, examine carefully for damage and device integrity. Do not use if the catheter has bends, kinks, missing components or other damage.

Event description:
When the catheter was taken out of the package, the user found the blue cover came off from the hub. Regardless, the catheter was used for vaivt and the procedure was completed.